Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. No accessories were included. A functional evaluation revealed the dumbbell joint was stiff. The joint was disassembled. Striation markings were noted on the pressure rings. The complaint was confirmed and the root cause has been associated with damaged pressure rings. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that the spider did not rotate. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.